Event description:
Caller (customer's wife) reported that on (B)(6) 2015 at 11:00 p.m., the customer was "in bed and mumbling". Caller attempted to test the customer's blood glucose but was unable due to the adc blood glucose meter not powering on with button press or test strip insertion. Caller used her own (unspecified) meter to check the customer's blood glucose and a result of 35 mg/dl was obtained. Caller called the paramedics and upon their arrival at 11:45 p.m., customer was reportedly diagnosed with hypoglycemia and given "sugar water and butter and jelly sandwich". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.